Manufacturer narrative:
No product or photograph has been provided and the complaint could not be confirmed. Two similar complaints related to the tig weld fracture have been reported for the same lot. Manufacturing records were reviewed and there were no anomalies or non-conformances raised. However, photographs provided for previous complaints appeared to show an anomaly with regards to the tig weld quality. Investigation demonstrated that the issue was caused by inadequate operator technique during the tig weld operation. Qualification records for the welders are on record. External training courses have been scheduled. The effectiveness of the training will be tested by the external training firm. Owing to the high likelihood of failure for this product lot, a recall for this product lot has been initiated.

Event description:
It was reported that during a thr, the strike plate of a incipio offset cup impactor broke off while impacting the cup. It is unknown if pieces fell into patient. There was a non-significant delay and the procedure was finished using a back up. Patient was not harmed.